Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -05.00 diopter, in the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2024 due to significant reduction of irido-corneal angles. The lens was replaced with a shorter length lens and the problem was resolved. The cause of the event was unknown.